Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. . The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases fold, deformation device, and weight within specifications. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5.